Manufacturer narrative:
All available information was investigated, and the reported difficult to advance during use could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to user technique of advancing the device. The reported patient effect of perforation was due to the difficult to advance. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed. There was difficulty advancing the steerable guide catheter (sgc). When advancing across the septum, it was inserted too deep resulting in damage to the pulmonary vein opening. Procedure was abandoned. There was no reported intervention.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.